Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t machine's blood pump rotor cut the dialysate blood pump tubing during a patient's hemodialysis (hd) treatment. The bmt said that the machine has been returned to service after she replaced the blood pump rotor. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with an "air in line" alarm. A fresenius dialyzer was also in use. Follow up with the clinic manager revealed that the patient¿s ebl is 250ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient opted not to complete treatment after the incident and therefore ended treatment about 56 minutes early without any issues. The complaint device was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t machine's blood pump rotor cut the dialysate blood pump tubing during a patient's hemodialysis (hd) treatment. The bmt said that the machine has been returned to service after she replaced the blood pump rotor. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with an "air in line" alarm. A fresenius dialyzer was also in use. Follow up with the clinic manager revealed that the patient¿s ebl is 250ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient opted not to complete treatment after the incident and therefore ended treatment about 56 minutes early without any issues. The complaint device was discarded.